Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the lot was manufactured from november 1, 2019 - november 4, 2019. H10: the actual devices were not available; therefore device analysis could not be performed for those samples. However, four (4) companion samples were received for evaluation. A visual inspection performed found no signs of abnormality that could have caused a leak problem. Functional testing was performed by filling the devices with green colored water. After fill and prime, the blue winged luer cap was hand tightened and monitored until the next day. No signs of leak were observed. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors were leaking from unspecified locations. The devices were filled with cytostatic 5-fluoruracil in the pharmacy and the leaks were discovered at the hospital prior to patient use. There was no patient involvement. No additional information is available.